Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for failed back surgery syndrome and spinal pain. The pump contained bupivacaine at a concentration of 8 mg/ml with a dose of 4.7 mg/day and an unknown brand of morphine at a concentration of 10 mg/ml with a dose of 5.9 mg/day. It was reported the patient had an empty pump alarm occurring. The hcp had access to the clinician programmer. The hcp stated the patient missed a refill of the pump and the pump had been alarming. The hcp checked the pump status and the empty reservoir alarm occurred. Troubleshooting resolved the reported event. No patient symptoms were reported. The hcp stated the patient took oral pain medication.

Event description:
Additional information received from the hcp reported the cause of the missed refill was due to clerical error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.